Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted two adult lopez valves with adapters in original unopened packaging. The outside diameter of the adult lopez valve (cg50084) was measured at the second step on side a (0.3690") which was found to be within specification (0.371 +/- 0.005"), side b was measured at the third step (0.3495") which was found to be within specification (0.353 +/- 0.005"), and side c was measured (0.3595") which was found to be within specification (0.360 +/- 0.005"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "non-sterile/single patient use - do not sterilize. Caution: read all instructions prior to use. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. For use with nasogastric sump tubes reorder number: 0056000 lopez valve instructions for lopez valve 1. Attach medication port cap to side ¿c¿ . 2. Turn valve to position one and attach ng tube to side ¿b¿. Push together firmly. 3. For suction, attach suction tube to side ¿a¿ and push together firmly. 4. If connection to a male connector is desired, attach universal adapter to side ¿a¿. Insert male connector into adapter, and push together firmly. 5. To administer medication, remove and store medication port cap in valve turn handle. Attach syringe to sideport, push and twist until tight and turn valve to position four. Flush valve per facility protocol following administration. 6. Return valve to position one when complete to avoid leakage. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician. Labeling issue date: 1/00 in the event 3 years have elapsed between this date and product use, the user should contact bard to see if additional product information is available (telephone number: 1-800-526-4455). U.s. Patent nos: 4790832; 4895562 bard is a registered trademark of c. R. Bard, inc. Or an affiliate. Lopez valve is a registered trademark of ICU medical, inc. Lopez valve is manufactured by ICU medical, inc., san clemente, ca 92673 and distributed by c. R. Bard, inc."

Event description:
It was reported that the lopez valve appeared to be too small, and allegedly caused a leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the lopez valve appeared to be too small, and allegedly caused a leak.